Event description:
An alarm 2 followed by alarm 26 was reported by the caller, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. The occlusion was ultimately found to be caused by a blockage in the cartridge, leading the customer to change supplies and resume insulin therapy.